Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip that experienced leakage. The reporter stated that, "leakage on connector. The event was noted during infusion. The involved solution/drug was normal saline. There was patient involvement but no patient harm."

Manufacturer narrative:
Investigation summary: 02/18/2025. The reported complaint of leakage was not confirmed. No visual anomalies were observed on the returned set. The unknown set (proaqt pulsion) is not an ICU medical set. When the set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. The unknown set was primed and pressure leak tested per ICU specifications, and no leaks were observed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.